Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. The reported event of a replace sensor now is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.